Event description:
It was reported that during a laparoscopic hand-assisted sigmoid colon resection, both devices cut but did not staple. On one of the devices the cartridge dislodged from the anvil. Operating time was extended by sixty-minutes. There is no additional information available at this time.